Event description:
It was reported that there was oversensing and inappropriate therapies (shocks). The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was found fractured. It was noted that the defib conductor was distorted, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking and a cosmetic depression and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.